Event description:
Event description boston scientific received information that when this pacing system was implanted in 1997, both the atrial and ventricular leads 'broke'. The leads remained implanted. The device was nearing eol. A technical service consultant was contacted. No adverse patient effects were noted.